Event description:
The customer reported that the insert pin was missing on the side panel of the canopy. The product had previously been sent in for repair, but the complete canopy had not been returned. Evaluation of the returned product found that two window slider bodies were open.

Manufacturer narrative:
The product was returned for evaluation. Inspection found that the windows on panel side a and panel side b both had zipper slider bodies that were open. Panel side a also had one inch tears in the material at the start and end of the drainage port zipper. The top ridge had a two inch hole, and the elastic was broken on the lower legs. (B)(4).